Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue was caused by debris found inside the usb port of the pump. Blood glucose was not impacted. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was 154 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.